Event description:
It was reported that a lead was implanted and connected to two extensions. When the impedances were read, electrodes 2 and 3 showed high impedances. Troubleshooting was performed and when the lead was tested a 3 volts, electrodes 2 and 3 showed impedance values consistently over 40,000. The physician explanted the lead and replaced it with a new one. No further details, pt symptoms or outcome were provided. Additional info was requested but not provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).